Event description:
Additional information was received that diagnostic imaging was performed, but no abnormalities were revealed. Additionally, the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.